Event description:
The customer reported that his olympus halogen light source had a black out image during a procedure. According to the initial reporter, the staff changed out the lamp and that restored the device to proper functionality. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned for physical evaluation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty lamp. The nature and cause of the faulty lamp was unknown. Olympus will continue to monitor field performance for this device.